Event description:
It was reported that patient underwent a procedure utilizing a disposable bone dowel harvest tube on (B)(6) 2010. During the procedure, the surgeon noted sticky material on the bone dowel when the instrument was opened. There was not another instrument available, so the doctor wiped the instrument carefully and used it to complete the procedure. There was no delay to the procedure or injury to the patient as a result.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of device from same lot identified that the packaging end cap caused a sticky residue/discoloration on the harvest tube. This report filed (B)(6) 2010.